Event description:
Pt reported she was in the hosp and had very high readings during the night before of 18-20 mmol/l (324-360 mg/dl). Pt stated she attempted to lower her blood glucose values by administering correction dose via the infusion device but did not manage to. Pt reported her husband took her to the hosp in the morning. Pt stated she had 4.6 ketones as well as an infection. Pt reported the hosp gave her insulin, antibiotics and an IV infusion. Pt is not sure whether it is her and the infection causing the elevated blood glucose values or the infusion device. Pt stated she thinks the infusion device may not give her enough insulin when she is on the basal rate only. Pt reported there is no insulin coming out of the infusion device when she sets the device on basal rate, but there is insulin coming when she programs a bolus. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.